Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a phacoemulsification (phaco) tip was damaged (broken) during the cataract [with intraocular lens (iol) implant] surgery. The surgery was completed on same day by replacing the product. There was no patient impact. Additional information requested and received that the broken tip was caught by the sleeve and did not fall into the eye.

Manufacturer narrative:
One opened phacoemulsification (phaco) tip, without a wrench was received. The returned sample was visually inspected and was found to be non-conforming with phaco tip broken in two pieces at the cone to cannula transition area. The breakage was slightly jagged. Uneven wall thickness was observed on threads, back of flange and nut corners. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The attached photo was reviewed by the manufacturing site. The photo is of a pak lid. Reported issue cannot be confirmed from photo. The investigation conducted a nonconformance review of the reported lot. Four nonconformances were found for phaco broken tip and uneven wall thickness. This non-conformance could have potentially contributed to the reported event of broken phaco tip. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, due to an uneven wall thickness creaking a region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed to determine root cause of the broken phaco tip. Additionally, nonconformances investigation were completed for the related nonconformances identified on the nonconformance report. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).